Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the sureform 60 stapler instrument would not follow the surgeon¿s command. When the surgeon moved to the right, the instrument moved to the left and the tip was weak. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate nor confirm the reported complaint. The sureform 60 stapler instrument was placed and driven on the in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a sf 60 black reload. Visual inspection was performed and no damage was observed. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.